Event description:
It was reported that: during a case, the user was in the manual/spontaneous mode of ventilation with the apl valve set for the spontaneous position. However, the user noted that pressure was building within the breathing circuit. Another device was brought in to complete the case. Several attempts to contact the attending anesthesiologist were made to obtain further info, however no reply has been received. There was no report of pt injury.